Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The keypad and label were intact. A review of the event history log revealed the following: 0171, pump turned on 10/10/2019 2:17:00 pm; 0172, error 1720 10/10/2019 2:17:00 pm; 0173, power down 10/10/2019 2:17:00 pm; 0174, pump turned on 10/10/2019 2:18:00 pm; 0175, error 1720 10/10/2019 2:19:00 pm; 0176, power down 10/10/2019 2:19:00 pm. The reported "lec 1720" problem was duplicated. On power-up, the pump alarmed and displayed ec1720. This error code indicated that during self test of the backup power, the cap failed. The failure was caused by a wire that had broken loose from the capacitor lead. The backup capacitor was replaced as a result. The root of for this product problem was not established.

Event description:
It was reported that the pump gave error code 1720. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.